Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that one lead migrated, and second lead had high impedances on 6 contacts. In turn, surgery took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
H6: added health effect - impact code.